Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. A pre-accelerated stress test simulated treatment was run for 15 minutes with 1000 ml of fluid and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was shut off and would not come back on during the patient¿s peritoneal dialysis (pd) treatment (phase unknown). The patient stated that they tried turning the cycler off and back on, however only the ¿stop¿ and ¿ok¿ keys lit up. The patient confirmed that the cycler power cord is secure to the back of the cycler and to the wall outlet. The patient tried plugging the cycler into a different outlet but the screen would still not turn on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual supplies to complete their treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.